Manufacturer narrative:
(B)(4). The complaint device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the copilot was used for prepping an unspecified device. Aspiration was performed, however, air kept coming in around the clamp seal area of the device. A new copilot was used for the rest of the procedure. There were no adverse patient effects nor delay of the procedure. No additional information was provided.